Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7349717. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned to us by your facility, had a broken tubing, with edges that indicate that a large pulling force was applied to the device. This most likely is the result of the patient inadvertently pulling on the during the indwelling period. Based on our results, the root cause for this complaint could not be related to our manufacturing process.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: when puncturing the venous access, the catheter begins to reflux blood from the proximal y, and a new puncture is necessary. Information received by email on 5/8/2019: the material was not aspiring, because there was a blood reflux, being necessary a new punction. There was no damage to the patient or health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin. Sample is available. Information received by email on 5/17/2019: the blood leakage occured in the extension next to the "y" of the double way.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: when puncturing the venous access, the catheter begins to reflux blood from the proximal y, and a new puncture is necessary. Information received by email on 5/8/2019: the material was not aspiring, because there was a blood reflux, being necessary a new punction. There was no damage to the patient or health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotheraputic to the skin. Sample is available. Information received by email on 5/17/2019: the blood leakage occured in the extension next to the "y" of the double way.